Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the reamer broke off while reaming.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device confirms the report. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The instrument has over 23 years of time in service. The root cause is instrument wear out after extended use. The device has been obsolete for 13 years. Based on the finding of wear out, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The tip of the reamer broke off while reaming.